Manufacturer narrative:
Device evaluation: one device was received. Device was visually and functionally tested but the customer reported issue was unable to be confirmed. The cause of the issue is unknown. No further actions were required. No previous repairs were noted within the last 12 months.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during start-up the device would not calibrate. There was no patient involvement.